Event description:
It was reported that during an unknown procedure, the tissue was not cut, and malformed staples came out after the fifth firing with the blue reload. The device fired four times normally before this event. Changed to another reload, but still had the same issue. Changed to a new device and new reloads to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: analysis results showed that one ec60 device was returned with no visual non-conformances and with two ecr45b cartridge reloads present. Cartridge (b, c) ecr45b, k5cm2v were received unfired and in good visual conditions. The device was tested for functionality with an echelon 60 reload and it achieved a complete 3-strokes fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The reported event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.